Event description:
A malfunction was reported on the customer's pump, without any notable events occurring prior. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to revert to a manual injection therapy for insulin delivery and received instructions for returning the malfunctioning pump, which would be replaced with a pump featuring updated software.